Event description:
Operators of device reported episode of zoll m series monitor not functioning properly. Crew placed zoll monitor on patient to check rhythm and oxygen saturation on a patient with respiratory distress but no chest pain. While the zoll was in the monitoring mode (not the pacing mode), electrocardiogram (ECG) reading displayed arrows showing the qrs complex as if it were in the pacer mode. Turned the monitor back off and back on without any change.